Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had cracked display window corner and cracked reservoir tube lip.

Event description:
Customer reported a button error on the insulin pump. The blood glucose reading was 150 mg/dl. Customer did not recall any significant events leading to the button error. Nothing further was reported.